Event description:
It was reported that the lead integrity alert triggered, and the right ventricular (rv) lead exhibited noise. Further investigation revealed that the connector pin was not completely inserted into the port. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products 4592 implantable pacing lead - (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.